Manufacturer narrative:
Added surgical history. (B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2010 whereby a dual mesh patch (10 x 15 cm) was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, hernia recurrence, adhesions to bowel, break in mesh, partial explant, severe and chronic abdominal pain. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??:[missing records: records prior to (B)(6) 2010 pertaining to umbilical hernia and medical/surgical history were not provided.] (B)(6) 2010:[missing records: an operative report for repair hernia umbilical laparoscopic was not provided.] (B)(6) 2010:(B)(6)medicine. Operating room record. Procedure: repair hernia umbilical laparoscopic. Implant record. Patch so/ti 4x6 mm 1mm thick ¿log34495. Inventory item: patch so/ti 10x15x1 1dlmc03. Implant name: patch so/ti 4x6mm 1 mm thick ¿log34495. Model/cat number: 1dlmc03. Area: abdomen. Manufacturer: w.l. Gore & associates. Action: implanted. Lotnumber: 7248349. Number used: 1. Expiration date: 12/11/2014. The records confirm a gore® dualmesh® biomaterial(1dlmc03/7248349) was implanted during the procedure. ??/??/??:[missing records: records after 03/15/10 pertaining to alleged injuries and partial explant were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2010: (B)(6) medicine. (B)(6) md. Indications: ¿this is a 56-year-old female who presented to the general surgery clinic with abdominal pain for a few months. The patient was sharp and stabbing, localized in the umbilical region. On physical examination, she was found to have an uncomplicated umbilical hernia and was scheduled for laparoscopic umbilical hernia repair.¿ implant procedure: laparoscopic umbilical hernia repair with mesh. Implant date: (B)(6) 2010 (hospitalization (B)(6) 2010) (B)(6) 2010: (B)(6) medicine. (B)(6) md. Operative report. Assistants: (B)(6) , md, (B)(6) , md. Anesthesia: general and local. Estimated blood loss: minimal. Specimens: none. Complications: none. Drains: none. Procedure: ¿after obtaining informed consent, the patient was taken to the or, placed on the bed in supine position and was prepped and draped in surgical fashion after anesthesia was infused. An ioban dressing was applied. The patient was placed in reverse trendelenburg position. Pneumoperitoneum was achieved by veress needle technique in the left upper quadrant anterior axillary line. Saline drop test was performed and there was no blood or bowel contents aspirated and there was free flow of saline into the peritoneal cavity. Pneumoperitoneum was achieved to 15 mmhg. All of the ports used were dilating versastep ports and the skin was infiltrated with 1% lidocaine plain and 0.5% marcaine plain mixed 1:1 before any skin incision. The needle was then removed and a 5-mm port was then placed through which a 5/30-degree scope was introduced into the abdominal cavity and there was no injury from the veress needle. The patient was then leveled and ports were placed under vision. A 12-mm port was placed in the right upper quadrant anterior axillary line. Another 5- mm port was placed in the left lower quadrant anterior axillary line. There was found to be omentum incarcerated in the hernia defect and laparoscopic scissors with electrocautery were used to take down the adhesions between the omentum and the fascial edges. There was no bowel in the hernia sac. The omentum was then freed and the fascial defect measured 3 cm in diameter. This was then repaired using gore dual-mesh 15 x 20 cm centered over the fascial defect and secured to the abdominal wall using protacks. Pneumoperitoneum was desufflated [sic]. The ports were removed. The skin was then closed using 4-0 monocryl suture in interrupted subcuticular fashion, then mastisol and steri-strips. The patient tolerated the procedure well and no complications occurred. I am the attending surgeon and was present and scrubbed for the entire procedure and supervised the entirety of the procedure.¿ explant preoperative complaints: (B)(6) 2015: (B)(6) hospital. (B)(6) d.o. Indications: ¿this is a 62-year old female who was seen and examined in the office regarding abdominal pain. Work-up revealed evidence of an incarcerated incisional ventral hernia in a right upper quadrant incision from her previous open cholecystectomy. Options were reviewed with the patient and she wished to proceed with a laparoscopic ventral hernia repair. Technical aspects of the procedure including risks, benefits, complications, and alternatives are reviewed with the patient and an informed consent is obtained. Explant procedure: laparoscopic ventral hernia repair with mesh. Lysis of adhesions. Implant: physiomesh. Explant date: (B)(6)2015 (hospitalization dates unkown). (B)(6) 2015: (B)(6) hospital. (B)(6), d.o. Operative report. Preoperative diagnosis: incarcerated incisional ventral hernia. Postoperative diagnosis : incarcerated incisional ventral hernias. Intraabdominal adhesions. Anesthesia: general and 0.25% plain marcaine. Specimens: none. Blood loss: minimal. Procedure: ¿the patient is brought to the operating room and placed supine on the table. After general anesthesia was administered, she was sterilely prepped and draped. 0.25% plain marcaine was used to anesthetize all skin sites prior to incision. A left upper quadrant 5mm incision is made. A 5mm port and laparoscope were used for direct entry through the layers of the abdominal wall under direct visualization. Once intraabdominal placement was confirmed, the abdomen was insufflated with co2 gas level of i5mmhg. The laparoscope was inserted, and the abdomen was inspected. There were dense intraabdominal adhesions in the mid-abdomen where she has had a previous laparoscopic ventral hernia repaired. She also adhesions in the right upper quadrant from her previous open cholecystectomy. Two other 5mm ports were placed in the left upper quadrant each under direct visualization with laparoscopy, after localization with marcaine down to the peritoneum. Graspers were used to apply gentle traction on the omentum adhesions in the right upper quadrant. These were carefully taken down using sharp dissection and harmonic scalpel. This revealed numerous defects in the right upper quadrant. The largest fascial defect was in the lateral most aspect of the right upper quadrant. There were other several smaller defects along the length of the previous incision. The total length of these defects measured 14cm in diameter. Approximately 1-hour was spent on lysis of adhesions to free up the fascial defects for repair. A 20 x 25cm physiomesh was selected to cover the defects. This was cut to cover 18 x 25cm. The superior most port site was converted to an 11mm port to allow the mesh to be rolled and placed through the port into the abdomen. This was then packed used an absorba-tacker to the abdominal wall, covering all of the defects with ample overlap. O-gore-tex sutures are the placed using a suture passer to fix the mesh to the abdominal wall. This provided ample coverage of the defects. A final look around the abdomen revealed no evidence of bleeding, bowel injury, or other problems. The ports were removed under direct visualization without evidence of bleeding. The abdomen was desufflated. The 11mm port site was addressed. The fascia was closed using a figure-of-eight o-vicryl suture. All skin sites were closed using #5-0 monocryl suture. The skin was cleansed and dried. Steri-strips were applied. All instrument and sponge counts were correct. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.